Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: it was reported that the light would blink intermittently, regardless of the light source used. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root causes could be a damage a reed switch, not fully seated safelight cable, damaged and or missing contact ring, bad leaf spring, bad led module. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.